Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller would not let the patient adjust stimulation because there was a settings not available screen. The patient noted she was uncomfortable because she could not increase the stimulation to help with the pain and the patient was suffering. The patient said she has charged the controller, the ins, tried other groups, and taken the li-battery pack out of the controller prior to calling patient services. The patient was able to turn the ins on and decrease stim, but she could not increase. The ins was at 90% battery and the controller was at 100%. The patient said she wasn't feeling stimulation anymore so she charged the ins from 70/80% to full. It was reviewed this screen was related to programming and not the external equipment. No further complications were reported. 2020-feb-15 additional information was received from the rep via patient. It was reported patient had error messages on her controller and that her battery was discharging quicker than it normally was. Patient said she was not getting the same level of pain relief as before. No cause was determined. The battery was interrogated (B)(6) 2019. Electrodes 1,4 and 6 were showing high impedances. Patient was scheduled for a lead revision (B)(6) 2020. Upon interrogating the battery on (B)(6) 2020 a number of electrodes were shown as avoid depending on the patients position. The physician chose to replace the affected lead. The issue was resolved. Hcp had no further information and patient weight was unknown. The lead was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: 2020-02-15 product type lead h3. Analysis of the lead va1kmvx008 found conductors 1, 4, 6 and 7 were broken at 19.1 cm from the distal end of the lead. H6: the conclusion code 11 no longer applies. The results code 3233 no longer applies. The conclusion code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that since the revision the rep has received no complaints from the patient of rapid battery depletion. The cause was not determined. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The removed lead was returned for analysis.